Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect after the pump had come out of storage mode. Reportedly, the customer corrected the pump date to resolve the issue. Customer¿s blood glucose was 154 mg/dl.